Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt had surgery some point in 1997 due to their leads being "shattered" and "frayed" due to the oral surgery. No info regarding this procedure could be located. Additional info has been requested, a follow-up report will be sent if additional info becomes available. Reference MFR report# 3004209178201009681.